Event description:
It was reported during the patient's ICD replacement procedure, the atrial lead was capped and replaced due to noise artifacts. There were no adverse consequences prior to the procedure and the patient's condition was stable post-procedure. The exact date of the surgery is unknown at this time.

Manufacturer narrative:
(B)(4).